Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The lead was returned severed in two segments at 8.2 cm from the terminal pin. Testing was completed on each section to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device and electrode were returned several months later without information pertaining to explant. No adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks on two occasions due to t-wave oversensing. Boston scientific technical services (ts) provided suggestions for evaluation and potential programming options. The patient was seen for follow-up during which a treadmill test was performed. Diminished r-waves and peaked t-waves were observed resulting in t-wave oversensing. Device therapy was programmed off and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. The s-ICD and electrode will be explanted after the patient has had sufficient time to recover from implant of the transvenous system. No adverse patient effects were reported.